Manufacturer narrative:
There are no previous complaints on the device. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate % from 5 to -2. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 06/21/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate issue. Failed deviation recorded as 7.40. No report patient was involved.